Event description:
The shunt valve was implanted in the patient in 2004. Last month by an inspection using CT images the patient's ventricle was found to have been expanding. The surgeon further inspected using contrast medium, but it was difficult to diagnose the actual situation. Then the surgeon tried aspirating csf from the abdominal side with a syringe. It was possible to aspirate csf, but no improvement was perceived. The doctor concluded that the cause would be insufficient functioning of the shunt valve. A revision surgery was performed. The surgeon has confirmed there were some tissue-like things sticking in the ventricular catheter.